Event description:
It was reported, the high flow insufflation unit had the screen black out and alarmed after starting up. The issue occurred during reprocessing, however, the intended procedure was unknown. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, the screen blacked out and alarm, and the air volume of the first pressure reducer is not enough, was unable to be identified. Presumably, the screen black out and alarm occurred due to the printed circuit board failure, and the appropriate insufflation could not be conducted, due to first pressure reducer failure. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿as a result of confirming instruction manual and labelling on the product, there was no abnormality leads to the phenomenon.¿ olympus will continue to monitor the field performance for this device.